Manufacturer narrative:
The patient was admitted for a procedure with a 90% lesion in the left superficial femoral artery. The lesion was moderately calcified and the vessel was moderately tortuous. Contralateral approach was chosen do deploy a smart control stent. The stent was deployed in the target lesion; however, the stent shortened approximately 2cm from its original length. An additional stent was placed and the entire lesion was covered. There was no adverse event and the patient is in stable condition. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15206250 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, during placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The patient was admitted for a procedure with a 90% lesion in the left superficial femoral artery. The lesion was moderately calcified and the vessel was moderately tortuous. Contralateral approach was chosen do deploy a smart control stent. The stent was deployed in the target lesion, however, the stent was shortened approximately 2cm from its original length. Therefore, an additional stent was placed and the entire lesion was covered. The procedure was completed without any other problems. There was no adverse event and the patient is in stable condition.